Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported break of the guide attach (plastic) pin hole appears to be related to procedural circumstance. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. A replacement stabilizer was selected and there was significant force required for the sgc to be inserted. The procedure was completed successfully and two mitraclips were implanted. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. After removal of sgc with stabilizer from the patient, it was tested and noted that it required more force to remove it. Troubleshooting was preformed and the sgc was removed from the stabilizer with significant force and the sgc back guide attach pins broke. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.